Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided indicated 1cc less had been used as the annulus size measured between a 26mm and 29mm sapien 3 valve. The annulus measured 540.7mm and the sinus of valsalva (sov) measured 32.6mm. The valve was not returned to edwards lifesciences for evaluation as it remains implanted, however, photographs of the event were provided. The photographs showed calcification in the native annulus, calcification in the native leaflets and central ai due to the nonfunctioning leaflet. During manufacturing mitigations were put in place to ensure all sapien 3 valves met the valve specifications. The sapien 3 frame components underwent 100% visually inspection by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. The sapien 3 components were then dimensionally inspected and 100 visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after the cleaning and drying cycle. Leaflet thickness was measured per process sheet/ work order requirements. Leaflets were visually inspected on sampling basis under 8x magnification. Furthermore, during the production flow testing of the sapien 3 valves, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance was 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history review revealed no additional complaint files for ¿leaflet ¿ motion restricted-in patient¿ and ¿leaflet ¿ inadequate coaptation-in patient¿. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes. A review of complaint history for sapien 3 (all sizes) from august 2017 to july 2018 revealed other device returned complaints for ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, and ¿valve ¿ regurgitation-central leak¿. No manufacturing non-conformances were identified during evaluation. A review of complaint history revealed that the occurrence rates did not exceed the july 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. Due to the observed complaints, the commander delivery system instructions for use (IFU), the device prepping manual, the patient screening manual, and training manual for the sapien 3 with commander delivery system were reviewed for proper thv preparation, positioning and deployment, and post deployment thv assessment. No IFU/training deficiencies were identified. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments were not required. The complaints of ¿leaflet ¿ motion restriction-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were confirmed based on the review of provided imagery. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of incorrect valve size, valve under expansion, native leaflet overhang due to valve deployment too ventricular, leaflet impingement by a guidewire, leaflet impingement in a calcified valve or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. Given the measurement of annulus area (540.7mm2), it appears that a correct valve size (29mm) was selected. The valve was deployed in targeted location (80:20 a/v ratio) with 1cc less than a nominal volume. Post deployment, a central leakage was observed. Physician attempted to manipulate the leaflet with a pigtail/other coronary catheters, but with no success. Therefore, central regurgitation as a result of incorrect valve size, native leaflet overhang due to valve deployment too ventricular, or leaflet impingement by a guidewire are likely not root causes for this case. Procedural cine images were not provided for this case, therefore the possibility of leaflet impingement by calcification could not be determined. Although it was reported that the deployed valve was round/circular, the valve was deployed with 1cc less than nominal volume. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. In this case, the valve could have been slightly under-expanded, preventing the leaflet from proper coaptation and leading to a central leakage. However, the valve expansion condition could not be confirmed without the procedural cine. A definitive root cause was unable to be determined at this time. No manufacturing or IFU/training inadequacies were identified. A definitive root cause was unable to be determined at this time, but is possibly related to valve under-expansion (procedural factor). Review of the complaint history revealed that the occurrence rates did not exceed the july 2018 control limits for the applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the motion restricted leaflet and subsequent central ai could not be confirmed. The motion restricted leaflet is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 29 mm sapien 3 valve was prepped (under-filled 1 cc under general anesthesia) and deployed in an 80:20 aortic/ventricular position. Post deployment, moderate to severe aortic regurgitation/central leak was noted under fluoroscopy. Once the cardiologist pulled back the guidewire, tee result showed the shape of the valve was round/circle, massive central aortic regurgitation, trivial pvl and an immobile leaflet. The cardiologist manipulated the non-mobile leaflet by handling the pigtail and other coronary catheters and trying restore the movement of the leaflet. Unfortunately, this attempt was not successful. After discussing with tavi team, it was decided to implant a second 29 mm sapien 3 valve (under filled 1 cc). Under fluoroscopy, the result of second valve showed no central leakage and trivial pvl. In order to stabilize the second valve, the valve was post-dilated with +1 cc.